Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement freestyle libre sensor was reported. The replacement device was issued as customer (a child of unknown age) experienced bleeding upon sensor insertion. Due to delivery delay, customer experienced a loss of consciousness and required treatment of sugar by caregiver. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (expiration date) and h4 (device mfg date) were updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The DHR (device history report) for the libre sensor and libre sensor kit was reviewed. The DHR showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement freestyle libre sensor was reported. The replacement device was issued as the customer (a child of unknown age) experienced bleeding upon sensor insertion. Due to delivery delay, the customer experienced a loss of consciousness and required treatment of sugar by the caregiver. There was no report of death or permanent injury associated with this event.